Manufacturer narrative:
Correction: unique device identification (UDI) and device manufacture date updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The system was operational upon arrival. The representative performed a full check up on the door gantry mechanism and recycled the door over 20 times. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced or returned to the manufacturer.

Event description:
A site representative reported that, while outside of surgery, the pendant of the imaging system displayed "door open" when the gantry was fully closed. It was reported that the system had been fixed previously but the issue returned after 5-6 spins. There was no patient present when this issue was observed.